Event description:
It was reported that a patient underwent a hip revision approximately one-month post implantation due to instability and leg length discrepancy. The stem was removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3; h2; h6 proposed component code ¿ mechanical (g04) - stem visual examination of the provided pictures identified the stem shows signs of ingrowth on the pps coat. No damage or device issue can be seen. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.